Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had an articular surface revision due to synovitis, midflexion and flexion laxity, and a patella cyst.

Manufacturer narrative:
No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were received. Review of the primary notes confirms that the patient underwent a right total knee arthroplasty and lateral retinacular release with patellar realignment due to osteoarthritis. Patient was taken for recovery after the surgery where he was in stable condition. Review of the revision op-notes confirms that the patient underwent revision surgery due to right knee chronic synovitis, midflexion and flexion laxity and patellar cyst. The procedure was performed for placement of patellar button after patellar resurfacing and also articular surface was replaced. There was no evidence for loosening of bone cement interface present. Large cyst was present in retro-patellar region. Polyethylene insert was removed and revised to a more constrained system. X-ray findings were reported stating that the prosthesis was in proper position and in anatomic alignment without any evidence of rotation, loosening or stress shielding. No fractures or no loose bodies were noted. Staples were seen in place. From the information provided, no product issue can be identified. Cause cannot be determined.